Event description:
Patient with a history of arthritis and gout, experienced a large flare with left knee sweeling, effusion and pain. The pt began treatment with synvisc in 2003 (exact date unknown). The pt received a series of three synvisc injections in the left knee and the third injeciton was given in 2003. The next day, the pt called their physician to report that their knee was swollen. The pt had lateral pain, more prevalent with weight bearing, and they couldn't tolerate full extension. Ninety cubic centimeters of fluid was aspirated and sent for gram stain, aerobic and anaerobic cultures. The pt was prescribed a medrol dose pack and given norco 10/325, levaquin 500 (qd), and vioxx 25mg (2 qd). Laboratory reports showed no growth on specimens/cultures and an increased crp (105.21). The pt was admitted to the hosp in 2003, and underwent a scope synovial biopsy and limited anterior synovectomy with drainage of effusion. A duplex doppler test was negative. It was noted in the operating room notes that synovial fluid had been sent for anaerobic culture, gram stain, proteins, glucose, and uric acid crystals. Laboratory results were positive for crystals and an increased crp (105.21) and an esr of 38mm/hr. The pt was seen in 2003, a mild post-operative effusion was found and 15 cc of bloody, cloudy fluid was aspirated. No cultures were performed. The pt has seen their primary care physician (date unknown), and was started on nexium, colchicine, and indocin. The indocin was discontinued due to stomach discomfort. At the time of this report, the pt was recovered. The physician has not assessed the relationship of synvisc to the event. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.